Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. No unexpected off no power with out low battery alarm noted. All operating currents are within specifications. Off no power alarm functioned properly and passed self test. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported a button error on her insulin pump that occurred last night. She could not clear the alarm, so she replaced the battery. The device would come back on, but would shut off. It is still alarming button error. Customer's blood glucose is 109 mg/dl. Customer uses (B)(6) batteries. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).